Event description:
It was reported that this pacemaker system exhibited t wave over-sensing. The health care professional (hcp) also requested to review an atrial tachy response (atr) episode and (B)(6) technical services (ts) discussed this was inappropriately stored due to far field over-sensing on the atrial channel. Ts discussed reprogramming options. No adverse patient effects were reported. At this time, this device system remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).